Event description:
On 23rd october 2024, it was reported by an arthrex employee via email that for an ar-13991n, surefire¿ scorpion¿ needle, the needle tip was found to be missing after the sutures were passed through the rotator cuff. The surgeon was immediately informed. The fragment was retrieved. A subsequent ar-13991n needle was used to pass sutures through an allograft and the tip broke. The surgeon was immediately informed and made the decision to leave the fragment within the patient. This was detected during use in an unspecified procedure on (B)(6) 2024. 28th october 2024: the arthrex employee replied indicating that the procedure was a rotator cuff repair with scr. It was completed successfully as the suture anchors were placed into the patients shoulder. The 1st scorpion needle (ar-13991n) was used to pass the suture through the graft. The needle broke as the graft was thick. Fragment of the needle was retrieved and removed from surgical field by the scrub nurse. Sutures from these anchors were used to facilitate the shuttling of the graft. After the graft sat in place of the damaged cuff, sutures were passed through the graft again arthroscopically. The 2nd needle broke within the joint as the tip hit bone. The surgeon was informed immediately. The tip was not found and was left within the patient. The surgeon reviewed the situation and decided that it would not negatively affect the patients' health and continued with the procedure.

Manufacturer narrative:
The complaint allegation is not confirmed, as no pictures of the failure were provided, and the device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error caused by misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. Direction for use. Dfu-0392-sub-eo revision 1. States the following to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.